Event description:
It was reported that the customer had a crack on the display of the insulin pump. Customer stated that the display was not readable. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
(B)(4).the insulin was received with cracked and bleeding lcd glass, minor scratched display window, cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.